Manufacturer narrative:
The detached surecuff is confirmed, but the exact mechanism of damage it unk. Gross and microscopic examinations showed the surecuff had detached from the 8 fr s/l groschong catheter. It is assumed the subsequent segmentation of the subcutaneous portion of the detached surecuff is the result of the clinician's post explanation. Residual adhesive was visible at the 24cm depth mark where the cuff was located. The pattern in the adhesive clearly shows that the cuff was attached to the catheter. With the condition of the complaint sample that was returned for evaluation and the limited information that was provided, the complainant does not indicate an obvious source of the failure and is insufficient to determine a cause. No defects related to the manufacturing process were found on the complaint sample. A lot history review (lhr) of rewk0892 showed no other similar product complaint(s) from this lot number.

Event description:
During investigation a detached cuff was found.